Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2011 it was reported that the insulin infusion device's menu was not functioning. The pt changed the power pack, but this did not fix the menu button. Product was replaced and was requested to be returned for product eval.